Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the pyxis machine had experienced a low-memory condition, which prevented it from connecting patients to medications. A technical support specialist received the case while on queue, attempted to call the customer for dial-in permission, but received no answer. Multiple follow-up attempts were made via email over several days without any response. Due to the lack of customer engagement, the ticket was closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had low memory, the patients were not connecting to medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.